Manufacturer narrative:
The reported oad was received for analysis. Dried, adhered biological material with adhered foreign fibrous material was observed on the oad driveshaft and crown. Examination of the area of adhered material did not reveal any damage that would have contributed to the material accumulation. The exact root cause and morphology of the accumulating material was unknown. The fibrous material likely accumulated ex-vivo from lab soaker cloth material typically used in a procedure setting; however, this could not be confirmed. A guide wire was passed through the area of adhered material, the rest of the driveshaft, and the oad handle assembly with no resistance. The oad was tested, spun on all speeds, and functioned as intended with no abnormalities observed. At the conclusion of the device analysis, the reported event of a perforation was unable to be conclusively confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a procedure with a diamondback coronary orbital atherectomy device (oad), a perforation occurred. The 90% stenosed, heavily calcified target lesion was located in the proximal left anterior descending coronary artery (lad) and accessed via a radial approach. Two treatment passes were performed on low speed, and high speed was selected. Imaging was performed after the high speed treatment pass, and a perforation was observed in the proximal lad. The perforation was treated with balloon angioplasty. Femoral access was obtained, and a stent was placed to complete the procedure. The patient experienced mild chest pain and hypotension during the procedure which subsided at the completion of the procedure. The patient was fine following the procedure. The opinion of the physician was that the oad caused the perforation but thought they should have not used high speed.